Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the ceramic tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during reprocessing, the ceramic tip of the inner sheath was loose. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the h6 component code.

Event description:
No additional information received from customer.